Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is a veterinary product. No patient information will be reported. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 2.4mm lcp plate 8 holes/64mm-1.7mm thk.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on (B)(6) 2018, the patient developed an acute non-weight bearing (nwb) lameness in the operated limb due to fracture of an unknown plate. Original date of implantation was on (B)(6) 2018, due to a closed complete short oblique displaced fracture of the distal diaphysis of the left radius ulna. Caused by a car hit travelling at 55 mph on (B)(6) 2018. A closed reduction was attempted but fragment entrapment in the soft tissues prevented this and an open reduction and internal fixation was done instead. On (B)(6) 2018, patient was brought to the emergency department where a fractured plate was revealed by radiograph. The limb was then splinted. On (B)(6) 2018, the caretakers declined repeated stabilization and requested for a cast placement. It is unknown if there is a planned revision procedure. Concomitant device reported: unknown screw (part# unknown. Lot# unknown, quantity unknown). This report is for one (1) unknown plate. This is report 1 of 1 for (B)(4).